Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving inappropriate shock. Device interrogation revealed hv therapy for af with rvr that fell into the vf zone and was discriminated as svt. Programming changes were recommended. The patient was stable and will continue to be monitored with a routine follow-up.

Event description:
New information received indicates that programming changes been made.